Event description:
A hospital in (B)(6) reported that it was not possible to insert a probe into the chamber port of an rt235 breathing circuit. The connection issue was found prior to patient use.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause was undetermined. A batch review was performed for potentially associated lots (h10g31065, h10f28113, and h10e30038) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. It was unreported whether treatment was provided. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis.